Manufacturer narrative:
Additional informatio was received providing the lot # 410059r001. Update has been made to section d4. (Lot number). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.

Manufacturer narrative:
Additional information was received on august 17, 2015. A quality complaint investigation was performed. One used size 16x10 (when gauged), 2 way standard sil foley catheter of opaque quality. Product was received with the inflation funnel cut off from the elbow and balloon had burst upon receipt. Product was received in a plastic container enclosed in an envelope and received in a box. Product showed no sign of material degradation or discolouration. The product was closely examined. No sign of visual defect could be observed. Balloon had burst upon receipt. The entire length of the catheter shaft was dipped into a beaker of water. Air bubbles were seen escaping away from the clipping hole of the balloon when the inflation lumen was flushed with air via a lure tip syringe inserted into the remaining portion of the inflation funnel indicating that there is no blockage in the lumen. The remaining portion of the inflation funnel was cut off. No obstruction could be observed when viewed under magnification. This was further confirmed when the affected area was cut open and examined. The "y" site of the inflation funnel junction was free from obstruction. No obstruction could be found anywhere along the entire length of the inflation lumen when the inflation lumen was carefully cut open and examined. Reviewing of the assembly work order does not reveal any sign of non-deflation defect detected during the 100% inspection. An analysis on the returned sample revealed that it met specification. No sign of non-deflation was detected. Since the balloon had burst upon receipt, further investigation in determining and confirming the root cause of product failure could not be carried out. Therefore, no corrective action has been identified as a result of this analysis. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on august 26, 2015. (B)(4).

Manufacturer narrative:
Additional information was received on 08/06/2015. Returned product was received at the manufacturing site. Updated section. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.

Manufacturer narrative:
Correction has been made to (sex) as this was not submitted on the initial MDR 05/29/2015. This information was discovered 06/08/2015. Additional information was provided on 06/23/2015. Neither the lot number or product evaluation sample are available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported it was impossible to drain the balloon of the catheter; catheter was cut below the valve which did not deflate the balloon. The health care professional had to overflow the balloon with aqua 110 ml in a syringe. Per the reported information, there was an audible balloon rupture and then a catheter fragment extraction was done, with minor discomfort to the patient, via endoscopy. It is also reported the patient was offered analgesics however, it is unknown if the patient actually did receive analgesics at all for the endoscopy procedure or if the analgesics were offered or received for comorbidities. It was also reported there was no harm to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. This complaint involves five devices, therefore a separate FDA form 3500a will be drafted for each device.